Event description:
There was an allegation of questionable elecsys troponin t hs results for 17 patient samples on 2 cobas e 801 analytical units. Please refer to the attachment "(B)(6)" for patient results.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The analyzer's serial numbers are (B)(6). The investigation is ongoing.

Manufacturer narrative:
The calibration and qc were acceptable. A general reagent issue was excluded. The alarm trace, for the analyzer with serial number (B)(6), showed 216 sample-related alarms ("sample short", "sample clot", and "sample foam"). The investigation did not identify a specific cause of the event. Sample-quality related issues could not be excluded. The investigation did not identify a product problem.